Event description:
It was observed that during the device evaluation, the balloon did not inflate when air was pumped. The balloon was torn and missing. It was confirmed that the patient experienced no health hazard and the procedure was completed with a new device.

Manufacturer narrative:
The device evaluation found the balloon did not inflate when air was pumped, and it was torn and missing. Based on the results of the investigation, the cause could not be determined. However, it is possible that the balloon was scratched due to stress being applied to it due to the following factors, and the balloon broke from the scratch when it was inflated, or the balloon rubbed against the forceps elevator because the balloon part was moved back and forth with the forceps elevator raised. Because the balloon was not fully deflated when inserting the item into the endoscope, the slack balloon got caught in the endoscope channel and forceps elevator, increasing resistance. However, it was not possible to determine when and under what load the balloon was damaged, leading to the cracking. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): do not use excessive force to remove the stone or remove the stone suddenly. There is a risk of major bleeding, mucosal damage, edema, balloon rupture, or the balloon not being able to deflate and be removed from the target area. If the balloon cannot be deflated, withdraw it using an appropriate method determined by the specialist. If an excessive force is applied on the balloon catheter when the balloon cannot be deflated, patient injury such as bleeding, mucous membrane damage, or edema may occur. It could also cause the balloon to burst or the distal end of the instrument to break off, which could remain inside the patient. Do not inflate the balloon with any syringes other than the attached premeasured syringes. Otherwise, the balloon may burst and the pieces could remain in the duct. This could result in mucous membrane damage. Be sure to check the size of the treated duct under the x-ray image before inflating the balloon and use the premeasured syringe as described to obtain the desired balloon diameter. Besides, make sure to feed air carefully while observing the balloon under the x-ray image. Otherwise, the balloon may be inflated larger than the diameter of the bile duct, resulting in excessive dilation of the bile duct or mucous membrane damage. Or the balloon may burst, causing mucous membrane damage or the pieces remaining in the duct. Do not inflate the balloon rapidly. The balloon may burst and the pieces could remain in the duct. This could result in mucous membrane damage. Do not inflate the balloon with too much air. Otherwise, the balloon may burst and the pieces could remain in the duct. This could result in mucous membrane damage. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted. CAPA review CAPA during the last three years, there have been no opened capas or closed capas associated with the following events. (2021/3-2024/2) the balloon ruptured and fell out. CAPA 3 (2021/3-2024/2) CAPA . Similar complaints and trend confirmation. In the past, there have been reports of complaints expressing the same or similar circumstances as the following events. Phenomenon the balloon ruptured and fell out. (Etb2003) (B)(6). (Etb2003) (B)(6). Conclusion summary event1: the balloon ruptured and fell out. [Pae] 1: [pae]. The cause of event1 could not be determined. 1 consideration event2: the balloon ruptured and fell out. [Pae] 2: [pae] it is possible that the balloon was scratched due to stress being applied to it due to the following factors, and the balloon broke from the scratch when it was inflated. The balloon rubbed against the forceps elevator because the balloon part was moved back and forth with the forceps elevator raised. Because the balloon was not fully deflated when inserting the item into the endoscope, the slack balloon got caught in the endoscope channel and forceps elevator, increasing resistance. However, it was not possible to determine when and under what load the balloon was damaged, leading to the cracking. Quality data analysis and monitoring. In accordance with (B)(4), data analysis will be implemented. (B)(4). Remarks event1: the balloon ruptured and fell out. [Pae] 1: [pae] universal failure code: etb2003y. Contact for investigation result (B)(4). Phone (B)(4). F24012729-2 : response category . Summary answer (regarding clinical/medical evaluation and risk assessment review) conclusion according to the definition in ombs w_8.2.2_01_002 complaint investigation work instruction, this complaint is determined tier 2, there is a risk management file, and there is no change in the risk management file. Therefore, it is judged that implementations of clinical/medical evaluation and risk assessment review is not required at this time. Ombs w_8.2.2_01_002 complaint investigation work instruction .

Manufacturer narrative:
This medwatch is being sent to note that non-english investigation results were inadvertently included in the initial report. Please disregard.